Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead due to high pacing impedance and over sensing. It was noted that the oversensing was due to a rv lead fracture or a problem with the connector on the cardiac resynchronization therapy defibrillator (crt-d). The device was reprogrammed and a rv lead and device revision were planned. During the procedure, it was observed that the left ventricular (lv) lead had insulation defects at two places proximal and distal. The rv and lv lead were explanted and replaced. Due to the lv lead change to a quadripolar lead, the device was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial (wrap-it).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.